Event description:
It was reported by the edwards clinical specialist that during the transapical transcatheter aortic valve replacement (tavr) procedure, following valve deployment, the patient developed bradycardia, requiring a permanent pacemaker. Case summary: patient was in rapid afib with a right bundle branch block prior to the tavr procedure. Per the report, the valve was positioned in good position via fluoro and tee, however, after pacing was initiated and before balloon inflation, the valve moved slightly and deployed in a 60:40 ventricular position. The valve was stable with mild perivalvular leak (pvl). The patient's heart rate was in the 30's so the temporary pacemaker turned on to 80bpm. The patient's myocardium was extremely friable and a decision was made to initiate bypass in order to facilitate stability during apex closure. Following successful closure, bypass was weaned and the patient's chest was closed. A single chamber pacemaker (ppm) was then implanted during the same procedure. The following day, the patient was up ambulating around the hallways. Additional information provided by the cs indicated the physician required extra sutures and pledgets after the sheath had been withdrawn but there was no rupture around the sheath before it was withdrawn. The patient was noted to have expired three days post procedure. Prior to his death, the patient was noted to be well, was ambulating in the hallways, was off all IV medications and his blood pressure had drifted up to 150mmhg systolic.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted in the patient. In addition, a device history record (DHR) review was not performed/required as there was no allegation of a product malfunction. Per the IFU, arrhythmias are a known adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. There are multiple potential causes for bradyarrhythmias in a cardiac patient including, but not limited to, cardiac damage related to aging, heart disease or mi, htn, or a complication of surgery. In this case, the exact cause for the adverse event is not unknown; however, per report, there was no report of valve dysfunction. Peri or post procedural arrhythmias (bradycardia in this case) are common in patients with underlying cardiovascular disease and can be exacerbated with standard peri-or post-operative medications, anesthesia, or instrumentation of the heart. In this case, in addition to the procedure, the patient had multiple co-morbidities (afib, rbbb) that could have caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.